Manufacturer narrative:
Product complaint # (B)(4) d4 UDI number: UDI/gtin unavailable as this device is from a kit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Are there pictures of the damaged device available? Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3430081 and 3435139 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and hemostatic agent dual applicator device was used. When the nurse tried to convert the tip to a long tip, it got stuck and the nurse couldn't turn it to a 35cm tip. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. Additional information: h 6. Type of investigation a manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 343008 mfg date: 10/27/2023, exp date: 10/28/2028 batch 3435139 mfg date: 11/1/2023, exp date: 11/2/2028 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b . This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - no device problem found. Hinvestigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with damaged in the luer locks. Two(2) extra airless spray tip. In addition, the secondary box and the packaging opened were returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Loosen the luer locks to remove the spray and drip tip from the adapter, attach the vistaseal laparoscopic dual applicator to the adapter by tightening the luer lock. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information: institute grifols, s.a. (Ig) upon receipt of the reported incident, additional information was requested to support the investigation, including details regarding the user experience with the device, any observed leakage on the connection, the availability of images or the affected device, and information regarding the product return. To date, no additional information has been received. The affected unit or pictures of the defect have not been provided. According to our standard procedures, an investigation was initiated focused on the following: 1. Investigation of the dual applicator tip: considering the nature of the reported incident, ethicon, as supplier of the veraseal dual applicator, was requested to investigate the batch of the tip involved. The investigation focused on reviewing the results of batch records for the batch of tips used. It was concluded that all the components parts utilized for the involved batch met the established specifications with no incidents related. 2. Results of quality control performed at ig facilities: lnstituto grifols, s.a. Reviewed the results of the quality controls performed on the incoming materials (tips) associated with batch a04j070891. The functionality of the luer locks was verified during incoming inspection, and all results were found to be within specifications. No deviations were detected. Although no definitive root cause could be determined for this notification, based on the investigation performed, ig does not consider the reported incident to be related to the quality of the product or the components used. Please note that the unavailability of relevant information has limited the investigation. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - pending evaluation of returned device the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.